Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose was 66 mg/dl. The customer was treated with 4 oz warm milk. The customer does not want to troubleshoot for the high blood glucose that she experienced in the morning, but she has troubleshoot for no delivery and low blood glucose and found the need to change the set has yet to have issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.